Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an implantable neurostimulator (ins). It was reported the ins in the occipital nerve stimulation got infected and was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative. It was reported that the patient's pr e-existing condition was leiden mutation. The scar above the ins opened three weeks before the explant date. It was reported there was discharge (puss) near the ins pocket. The patient had been observed at a local outpatient clinic for three weeks. A bacteriological culture was taken and tests showed staphylococcus aureus. Due to the intermittent discharge, the patient finally informed the implanting hospital. The patient was "basically without symptoms besides having the puss leaving the pocket intermittently". The complete system was removed on (B)(6) 2017. The removed system was disposed. The patient was treated with a penicillin antibiotic for fourteen days post-operative. There was no further complication associated with the event. No additional information could be obtained regarding the event.